Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brown spots in the drip chamber.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample received for evaluation. A visual evaluation along with a comparison against the drawing was conducted. Though the set was confirmed to be assembled within internal specifications. There is a black dot in the drip chamber. The reported defect was confirmed. A further investigation was requested to be conducted by the vendor. The investigation from the supplier confirmed that the root cause of the embedded black spots in the drip chambers was identified as degraded soft polyvinyl chloride (pvc) material occurring during the injection molding process. To prevent recurrence, an extra cleaning of the plasticization group of the molding machine was performed to eliminate any residual degraded material. This corrective action has been verified, with no further defects observed in subsequent production. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.